Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and the pump screen would not turn on, requiring multiple attempts. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.